Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 20, 30 and 29) occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 250 mg/dl. There was no patient involvement as the customer had not begun insulin therapy with the pump. Customer currently using manual injections for insulin therapy.